Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Additionally, it was reported that an unexpected reset occurred. It was also reported that customer was not able to load a cartridge. Customer¿s blood glucose level was 400 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified while based on the analysis, the alleged fill estimate issue could not be verified.